Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the hospital found that the implants had been cut-out. Initially, on (B)(6) 2018, patient underwent open reduction internal fixation surgery with femoral neck system (fns) plate, bolt, antirotation-screw, and locking screw all in question. The surgeon followed procedures described in the surgical technique guide during the surgery. The patient reported pain in the hip joint and visited hospital regularly. There was no information regarding migration of the implants reported. The surgeon planned to perform another bipolar hip arthroplasty surgery on (B)(6). This report is for one (1) antirotation screw for femoral neck sys 85mm this complaint involves four (4) devices. This report is 2 of 4 for (B)(4).

Event description:
It was further provided that the surgeon commented that he doesn¿t know clearly, but the fracture type of the patient might have been garden type 3 (off-label use), and there might be reduction problems. According to the surgeon, the case might not be applicable for the femoral neck system (fns).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.